Event description:
The following has been reported: biomed reported: the pump is giving a "remove from service error" as soon as the pump powers up. No patient harm and no report of infusion stoppage. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for air compressor failure. Device displayed a red pump service alarm after powering on. Log files were reviewed and multiple air compressor failures were found. The device was opened to inspect for internal damage and to perform testing on the pneumatic system. No internal damage was identified. Tests were run on the pneumatic system. The system failed both the recharge test and the hardware test, indicating an air compressor failure. The pneumatic assembly will be removed from the device and returned to investigation for rework.